Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins feels warm at night since a couple of months prior to the report. The patient stated he has not had any recent programming changes. The patient said at time he has to turn up stimulation during the day and then turn it back down at night. There were no falls or trauma possibly related to the issue. The patient was going to follow up with their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that sleeping was what led to the battery being warm at night. Patient stated they lowered to 2 on device and sometimes still felt too warm. Additional information received from the hcp on (B)(6) 2019. It was reported that a rep evaluated the device and there was no problem. Issue has been resolved.